Event description:
The pt, a type I diabetic, while on his honeymoon in europe, went into diabetic coma on two different days. Pt stated that he medicates based on glucose readings at breakfast, dinner and bedtime. Both comas were a result of medication based on bedtime glucose readings. Pt was unsure of specific dates of the comas. Pt stated he was revived by hotel staff/doctor and was given orange juice. Pt alleged he was unsure of the glucose values obtained. The values did not match how pt was feeling. Pt stated that he did not contact his healthcare professional regarding the incidents immediately following his return to the us.